Event description:
It was reported that the device's measurement panel cosmetically damaged. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized, field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the connector block. Which was replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.